Manufacturer narrative:
Article: mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28. Information regarding gender, age and weight are not available. Concomitant medications included tirofiban. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, (B)(6) 2013) a patient with acute basilar artery occlusion and acute ischemic stroke experienced vasospasm during treatment with a revive se thrombectomy device. An envoy guiding catheter was used during the procedure (study patient #11). The vasospasm resolved after intra-arterial administration of nimodipin. The patient¿s baseline tici was 0 and tici at end point tici was 2b. The patient¿s baseline nhiss score was 21 and discharge nhiss score was 28. There had been seven passes with the revive se and one unknown stent had been placed. The patient had not been treated with rtpa. Concomitant medications included tirofiban. No additional information could be obtained. The devices were not returned for analysis. In addition, the sterile lot numbers were not provided, therefore, a review of the manufacturing documentation could not be conducted. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well know potential complication with any invasive procedure during which devices are introduced into vessels. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Event description:
As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced vasospasm during treatment with a revive se thrombectomy device. An envoy guiding catheter was used during the procedure (study patient #11). The vasospasm resolved after intra-arterial administration of nimodipin. The patient¿s baseline tici was 0 and tici at end point tici was 2b. The patient¿s baseline nhiss score was 21 and discharge nhiss score was 28. There had been seven passes with the revive se and one unknown stent had been placed. The patient had not been treated with rtpa. Concomitant medications included tirofiban.